Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation has rec'd the product, and will be providing a follow-up report when our investigation is completed.